Event description:
The device was implanted at l3-l4 on (B)(6) 2025. Intraoperative images provided by the surgeon indicate the cage was partially expanded at the time of deployment. Follow-up imaging obtained on (B)(6) 2025 demonstrates a reduction in cage height. The device remains implanted in this condition. Per the surgeon, the patient has demonstrated continued clinical improvement and reported satisfaction at follow-up visits on (B)(6) 2025 and (B)(6) 2026. The event was reported to ei by the surgeon during a routine follow-up communication on (B)(6) 2026.

Manufacturer narrative:
Expanding innovations was notified that a cage used in a tlif procedure showed reduced height postoperatively. The surgery was performed on (B)(6) 2025. A 12 mm × 32 mm lordotic tall implant (ei2473lt) was placed at l3-l4 and appeared expanded approximately 2 mm in postoperative images. The patient is reported to be doing well, and the surgeon has indicated no further intervention is required. As the cage will not be removed, imaging is the only available data, and no additional analysis is possible.